Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the total daily insulin delivery correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. The returned battery cap was used to complete investigation. The pump passed the delivery accuracy test and was found to be delivering within required specifications. The reported complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging there was excessive air bubbles in several cartridges. The issue reportedly started on the night of (B)(6) 2015. The patient reportedly used 5 cartridges out of 2 separate boxes and the issue continued. The patient reportedly experienced a blood glucose (bg) measurement of 500mg/dl with no symptoms. The patient reportedly was using the proper fill technique, all connections were secure and all disposable products were within the expiry date. The pump reportedly was requested back; however the patient remained on the pump. This complaint is being reported because the patient experienced an adverse event and because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.